Event description:
Complainant relates that she first rec'd contact lens on 03/14/2006. She states she has been using suspect product as well as another product (alcon optic-free replenish multiple purpose disinfectant solution) during this time period. She states she is experiencing redness, discharge from eye, sensitivity to light in one of her eyes. She states she thought she was adjusting to the new contact lens, but recently heard the news about the renu product and now believes this could be the source of her problem. She has an appointment with an ophthalmologist on monday, 04/17 and will report the dr's findings.